Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that after the cannula was inserted into umbilical vein, the operator realized loss of fluid from the connection to the final luer connector. The customer further reported that a cut on the catheter was noticed. The catheter was removed and replaced with no consequence to the pt.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.